Event description:
Morphine drip administered through pca (pt controlled analgesia) pump. No analgesia administered although device printout indicated full discharge. Printout indicated 8 ml left in bag, when in fact 105 ml were left in bag.